Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01409. This report is being submitted as additional information. The patient weight was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide (B)(4). Approximate age of device - 6 days. Manufacturer's investigation conclusion: a correlation between the reported ischemic cva and the device cannot be conclusively determined. The patient¿s system controller log file from the time of the reported event captured numerous low flow events on (B)(6) 2018. A specific cause for the low flow events cannot be conclusively determined. The submitted system controller periodic log file and the lvad event and periodic log files captured the device operating as intended. No autopsy was performed and the pump was not explanted. No product was available for investigation. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced pulseless electrical activity (pea) arrest. The patient was frail and experiencing biventricular failure that resulted in the pea arrest. There was no indication of pump thrombus and the patient¿s lactate dehydrogenase was initially was in the 500 u/l range and had trended down to 250 u/l over a period of 3 weeks. The patient was critically ill at the time of implant. Post implant, the patient was extubated the following day. On (B)(6) 2018, when the lvad clinician last saw the patient, the patient was in the bedside chair and the nurse reported the patient was nonverbal. A computed tomography was not performed until (B)(6) 2018 which reported an ischemic stroke cerebrovascular accident and vocal cord paralysis. The lvad was reported as functioning well although the patient was extremely weak. The patient expired on (B)(6) 2018. No additional information was provided.